Event description:
Information was received via a manufacturer representative regarding an instrument used for spinal therapy. It was reported that the image failure. The lens was scratched. There was no patient involved at the time of event.

Manufacturer narrative:
H3: product analysis # (B)(4): product:9560100, item:10,lotno:1809996r: analysis found that the foreign object was visible when the focus was shifted. G2: country of origin is japan. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.